Event description:
On 11/29/2023, infutronix received a report that a pump powered off on its own without warning, this would lead to a loss of infusion parameters if it were to happen when in use. The infusion cannot resume without causing delay in treatment. No patient involved. Device was returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Event log was reviewed and confirmed the abrupt loss of power.